Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and remote support services (rss) were offline. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and remote support services (rss) were offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had displayed a black screen. The field service engineer noted that the customer had experienced issues with the pyxis showing a black screen. Cables and connections on the pyxis were checked. Wear was observed on the retractor bands. Fse replaced the retractor bands and boards. The system functioned as intended after the field service engineer repaired the device.